Manufacturer narrative:
In addition to the reportable malfunction mentioned in the event description, the s-nut was missing, play on the angulation, and the glue around the bending section cover was chipped. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, and the cause could not be conclusively determined at this time. This report will be supplemented when the investigation is completed and/ or new and relevant information is received later.

Event description:
The user facility reported that during preparation for use, the suction on the device does not work. No patient injury reported. The device was returned to olympus for evaluation. During evaluation the acoustic lens was found to be damaged and a slight gap on the acoustic lens glue appeared. This MDR is being submitted to capture the reportable malfunction that was observed during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.